Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an unspecified ¿free flow¿ event ¿or miscalculation of the volume programmed.¿ additionally, it was reported that there was air in the line halfway to the patient and that the pump was not alarming air in line. No further details were provided. There was patient involvement but no harm.